Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail was missing two top rail ratchet rivets. He replaced the rivets to repair the bed.